Event description:
Based on the returned test strips producing lo readings and black chemistry being observed during the investigation, the complaint is reportable.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint. Black chemistry observed.